Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler/heater unit was set to thirty-eight degrees celsius and after a period of time, the unit went into over-temp. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the field service representative (fsr), the customer denied the fsr access to the equipment for repair. The user facility's biomedical engineer (biomed) told him the cooler heater unit did not have an issue and they had already put it back into service. They were using it for a case at that time.